Event description:
The physician was dilating a palmaz stent when the balloon burst. The catheter was removed from the sheath, and the tip was missing. The physician retrieved the tip without incident. Used a biopsy tool.